Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported 5 year 6 months post stent graft implantation the pt's aortic neck had explanded, due to disease progression. The CT demonstrated that there was a type 1 endoleak with no stent graft migration. The physician elected to implant an aortic cuff and the type I endoleak resolved. No add'l clinical sequelae were reported.